Event description:
Affiliate reported that the distal catheter detached from the connection of the valve and dropped into the abdomen. As a result the device was revised.

Manufacturer narrative:
Upon completion of the investigation it was noted that there were signs that the catheter was tied to the valve connector. It is not however possible to determine why the catheter became disconnected from the valve. Although it might be possible the catheter may have been pulled or cut. This however could not be determined. No defects were noted with the valve connection. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.